Manufacturer narrative:
Concomitant medical products: product ID neu unknown lead lot# unknown. Product type lead. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intraparenchymal hemorrhage. There was an internal development of a moderate sized right frontal lobe intra-axial parenchymal hemorrhage which measured 51 x 38 mm in greatest axial dimension with surrounding low-attenuation edema. There was also a displacement of the right frontal approach deep brain stimulator device. The patient started falling (total of 3 times) on (B)(6), 2021 due to feeling off balance, and the patient may have hit their head. It was stated they had a significant fall getting out of their bed and were vomiting. There was no difference noticed in arm strength and no facial drooping, symmetric smile and patient's speech was normal  however, this event  caused the patient to need hospitalization.

Event description:
It was reported that the patient had intraparenchymal hemorrhage. There was an internal development of a moderate sized right frontal lobe intra-axial parenchymal hemorrhage which measured 51 x 38 mm in greatest axial dimension with surrounding low-attenuation edema. There was also a displacement of the right frontal approach deep brain stimulator device. The patient started falling (total of 3 times) on march 10, 2021 due to feeling off balance, and the patient may have hit their head. It was stated they had a significant fall getting out of their bed and were vomiting. There was no difference noticed in arm strength and no facial drooping, symmetric smile and patient's speech was normal  however, this event  caused the patient to need hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID neu unknown lead lot# unknown. Product type lead. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the situation was ongoing as of (B)(6) 2021.

Manufacturer narrative:
Correction to show patient information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the leads were implanted but an ipg was never implanted. Intraparenchymal hemorrhage could have been caused by the implant procedure or the leads or both. The issue was unresolved at the time of study exit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.